Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip(tm) stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the pullwire broke at the midpoint of the device. The procedure was completed with another zero tip(tm) stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual analysis of the returned zero tip¿ stone retrieval basket revealed that the distal end of the sheath was buckled. A functional evaluation found the basket would not open. The sheath was removed to expose the pullwire and the basket. It was found out that the pullwire was detached at the cannula join section and the basket was not returned. The evaluation revealed that the pullwire was detached at the cannula join. During manufacturing the devices are inspected for device functionality and integrity. Most likely that during the procedure the basket could have been interacting with the scope or with other devices and it may have stuck and detached from the cannula join section. Therefore, the most probable root cause selected for the complaint is "operational context." The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the pullwire broke at the midpoint of the device. The procedure was completed with another zero tip¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.